Manufacturer narrative:
E1: initial reporter address: (B)(6). The devices were not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the seam. This was identified in the pharmacy before use. There was no patient involvement. No additional information is available.